Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections d8, e2, e3, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. The investigation concluded malfunction in other devices such as the endoscope cable, the light source, the digital light source cable, the monitor and the monitor cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus attempted to contact the customer to obtain additional information with no results. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A biomed at a user facility reported that their screen goes black intermittently on a video system center. There was no patient involvement or injuries reported. No additional information has been obtained.